Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A 5076-52 implantable pacing lead. (B)(6) implanted: 2006. A d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. A 0185 implantable tachy lead, implanted: (B)(6) 2006.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.